Event description:
It ws reported that the customer was hospitalized for dka. Prior to the event, the customer had nausea and was vomiting. The cause of the event was not determined. It was confirmed that the reservoir was placed correctly. In addition, the programming and histories were accurate. Troubleshooting was perforemd and the pump passed the functional tests. The family member was educated on the two hgb rule.